Event description:
Additional information was provided that this patient was scheduled to have a lead revision in the future.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited low shock impedances of less than 20 ohms. It was noted that the patient was brought to their clinic where isometrics were performed, resulting in shock impedances in the 50 ohms range. Daily measurements also showed intermittent impedances less than 20 ohms, with typical impedances reported to be in the 50 ohm range. Boston scientific technical services (ts) discussed a possible lead issue and recommended a lead revision or maximum energy shock to test the integrity of the lead. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the patient had been scheduled for lead replacement due to low shock impedances; however, the patient had developed a (B)(6) infection and the revision procedure was cancelled. The patient then returned to the clinic approximately three months later and the shock impedances were noted to be stable in the 50 ohms range and all other lead measurements were stable. Patient isometrics were performed and no reported problems were found. Boston scientific technical services (ts) was questioned if this possible lead issue could be addressed at the time of the device replacement. Ts reviewed the data from the patient's home monitoring system and discussed that it seemed reasonable to continue to observe since the shock impedances have been stable. The physician was in agreement with this, thus the patient will continue to be monitored. No adverse patient effects were reported.